Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the hem-o-lok clip applier instrument malfunctioned. The procedure was completed as planned with no report of patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Visual inspection of the instrument grip cables found no signs of fraying or breakage. The instrument cables were not loose. The housing was removed from the back end, and no damage was found. The grip-clip test was performed and failed. The hem-o-lok clip applier instrument was able to hold the clip properly within its grips; however, the instrument could not apply the clip successfully.